Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(6), batch: 232520a. UDI: this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient had an infection at the pocket site and was sent to the emergency room for explant.

Manufacturer narrative:
Correction to the initial MDR in field h6: patient code.

Event description:
It was reported that the patient had an infection at the pocket site and was sent to the emergency room for explant. Additional information was received that patient's ipg site had opened and pus were coming out from the incision. Symptoms of redness were noted. The physician does not believe that the infection was device related and the cause was unknown. The patient underwent a procedure wherein the ipg and paddle were explanted and the patient was placed on antibiotics. The explanted devices will not be returned.

Event description:
It was reported that the patient had an infection at the pocket site and was sent to the emergency room for explant. Additional information was received that patient's ipg site had opened and puss were coming out from the incision. Symptoms of redness were noted. The physician does not believe that the infection was device related and the cause was unknown. The patient underwent a procedure wherein the ipg and paddle were explanted and the patient was placed on antibiotics. The explanted devices will not be returned.